Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2014-03279 and 1627487-2014-03280. It was reported the patient was admitted to the hospital due to experiencing a fever. It was also reported that prior to the patient's trial procedure blood tests determined the patient had an infection. This information was not received prior to the trial procedure. The infection has since resolved. No device history record review was conducted as the infection was present prior to the trial implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.